Event description:
It was reported that the customer passed away due to parkinson's, diabetes and breathing issues. The customer was not wearing the insulin pump at the time of his death, but it was not known for how long. The caller stated that the insulin pump was discarded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.